Manufacturer narrative:
The failure investigation has been performed and the alleged issues were verified in the pump logs; however, the alleged issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred, in addition, the customer received multiple temperature alarms. The pump was not within abnormal temperature conditions. The customer's blood glucose levels ranged from 68 mg/dl to 200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.